Event description:
Customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu. System operates as intended. (B)(4).